Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the peds PICC nurse stated having issues with the accucath. Stated "on each time the wire has gone smoothly with no issues but when we go to thread the catheter, the catheter almost buckles and crinkles up. We are in the vein but the catheter wrinkles up. When we remove the device and assess the catheter the catheter is bent but the wire each time has been straight". No other information was provided. It was reported this occurred with two devices. This report addresses the second device.